Manufacturer narrative:
Constipation.

Event description:
Literature: zacest a, anderson vc, burchiel kj. The glass half empty or half full - how effective are long-term intrathecal opioids in post-herpetic neuralgia? A case series and review of the literature. Neuromodulation. 2009; 12(3):219-223. Summary: this is a case series review of four pts with post-herpetic neuralgia; treated successfully with intrathecal opioid via a implanted pump. Reportable event: it was reported that the pt required an intrathecal catheter revision at one month (unspecified). Although transient benefit was reported at four months, at five months, the pt reported no ongoing benefit from the pump and intolerable constipation and diaphoresis and requested removal of the device. There was overall pain reduction. Refer to manufacturer report number: 3007566237200908630.